Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge would not "snap" into place on the pump. There was no impact to the customer's blood glucose level. It was confirmed that the customer had backup manual injections available.